Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the knife wire at the tip of the single use 3-lumen sphincterotome v had come off and was sticking out. The issue was found during preparation for use for an endoscopic sphincterotomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation the event concerning the knife wire was damaged; the broken portion of the knife wire was scorched and melted, so it can be determined that the device was energized. It is assumed that the knife wire broke because when the forceps table of the endoscope was raised, the knife wire at the part where the wire coating had torn came into contact with the tip of the endoscope. The event of the covering of the knife wire being peeled and dislodged: the break in the wire covering is thought to be caused by some kind of load being applied to the torn wire covering after the wire covering was torn, such as the load applied when the wire was removed from the endoscope, causing the wire covering to come off the knife wire. However, the circumstances under which this occurred could not be determined. However, the exact cause of the reported event could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿ do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿ if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. ¿ be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator.¿ olympus will continue to monitor the field performance for this device.